Event description:
The customer reported that battery was leaking inside the device and the contacts on the device and battery were corroded.

Manufacturer narrative:
(B)(4). There was no reported pt involvement. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.